Event description:
When removing the balloon after an angioplasty procedure, the catheter would not come out through the introducer (6f). They opened another 10mm x 4cm balloon and it was fine.

Manufacturer narrative:
Device history record could not be reviewed, as the lot number was unk. Neither the catheter or the introducer used were returned for evaluation. The results of the investigation are inconclusive and root cause is unk.